Event description:
A medtronic representative reported that, while in an axiem shunt procedure, the dynamic reference frame (drf) was flickering between green and red. The catheter was successfully inserted to surgeon's target point. There was a 2 minute delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Site declined to provide any patient demographic information. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported behavior could not be replicated.